Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 35-year-old female patient who had essure (batch no. 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included vaginal delivery (4), gravida ii, parity 4 and recurrent abortion (2). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), menstrual disorder ("menstrual bleeding/menstruation issues"), infection ("infections"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal area pain") and back pain ("back area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, dyspareunia, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, alopecia, migraine, headache, depression, anxiety, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dyspareunia, ectopic pregnancy with contraceptive device, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right tube, 1 spiral was noticed and the left tube 2 spirals were noticed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hair loss , migraines, headaches , depression , mental anguish, lower abdominal area pain, back area pain, she did not undergo essure confirmation test", reporter, lot number added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)") in a 35-year-old female patient who had essure (batch no. 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included vaginal delivery (4), multigravida, parity 4 and recurrent abortion (2). On (B)(6) 2010, the patient had essure inserted. In july 2010, the patient experienced migraine ("migraines"). On (B)(6) 2010, 10 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain/ pain pelvic"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding/menstruation issues"), infection ("infections"), abdominal pain lower ("lower abdominal area pain") and back pain ("back area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, dyspareunia, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, alopecia, migraine, headache, depression, anxiety, abdominal pain lower, back pain, nausea, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right tube, 1 spiral was noticed and the left tube 2 spirals were noticed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received : event pregnancy (ectopic), dyspareunia (painful sexual intercourse), pain pelvic were clubbed with previously reported events. Events nausea, dysmenorrhoea, fatigue were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 35-year-old female patient who had essure (batch no. 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included vaginal delivery (4), multigravida, parity 4 and recurrent abortion (2). In july 2010, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. In november 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), menstrual disorder ("menstrual bleeding/menstruation issues"), infection ("infections"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal area pain") and back pain ("back area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, dyspareunia, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, alopecia, migraine, headache, depression, anxiety, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dyspareunia, ectopic pregnancy with contraceptive device, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right tube, 1 spiral was noticed and the left tube 2 spirals were noticed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), menstrual disorder ("menstrual bleeding/menstruation issues") and infection ("infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, dyspareunia, menstrual disorder and infection outcome was unknown. The reporter considered dyspareunia, ectopic pregnancy with contraceptive device, infection, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.